Manufacturer narrative:
H11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported and through investigation that a patient with 25mm 2700tfx in the aortic position underwent a valve-in-valve procedure after an implant duration of 9 years and 7 months due to stenosis. The procedure was performed with a non-edwards 26mm transcatheter valve successfully. The patient was discharged on pod#1. Postoperatively, the patient had bleeding requiring readmission overnight and was discharged the next day. Patient is a 67-yr-old male.